Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during biomedical testing the device displayed "pacer fault 116" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.